Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of this lead was performed. There was a deformed conductor coils noted 513 millimeters from the terminal pin; this could appear as a kink. Laboratory analysis confirmed reported allegation.

Event description:
Boston scientific received information that during implant procedure, this right atrial (ra) lead was not successfully implanted due to physical damage in the electrode end. The lead tip kinked and maneuvering the lead properly was not available. The lead was never in service. No adverse patient effects reported.